Event description:
Boston scientific received information that this right atrial (ra) lead displayed no capture with minimal pwave measurements. An x-ray confirmed that the ra lead had dislodged and the tip was located in the right ventricular (rv). A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.